Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The co2 bypass assembly was replaced. No patient information provided to date after phone calls requesting information on (B)(6) 2019. UDI # (B)(4).

Event description:
The hospital reported elevated co2 in the patient circuit. There was no report of patient injury.